Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. The customer¿s blood glucose value from reported event was 400 mg/dl. The sensor glucose value from reported event was 60 mg/dl. The sensor glucose and blood glucose difference was 340. The sensor will not be returned for analysis. The insulin pump not providing correct reading and also insulin pump was not connecting to sensor. The sensor will not be returned for analysis.